Event description:
Pt came to acc infusion center for pump disconnect. Upon assessment, pump leaking at y-site connection. Dr and charge rn notified. Pt discharged home in stable condition. FDA safety report ID # (B)(4).